Event description:
The nurse was spiking the unit of blood when she noticed blood pooling on the floor from the blood component bag, she turned the bag upright to see where the blood was coming from and noticed that the infusion tubing was snapped. The line was never attached to the patient so there was no patient harm. The primary rn was notified and the blood bank was called. The nurses reported that the tubing was "brittle and just snapped." The actual tubing was not sequestered for evaluation.